Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a complex primary total knee replacement on (B)(6) 2025 using a primary attune ps femur, attune ps rotating platform insert, attune revision rotating platform tibial tray with attune revision tibial sleeve and attune revision pressfit stem. The patient had a previous tibial plateau fracture that had been repaired using plates and screws, which had subsequently been removed prior to the total knee replacement surgery. At the time of the tkr surgery, no concerns were noted. Post-surgery, the patient's medial collateral ligament appears to have failed (this occurred 2 days post-operation on ((B)(6) 2025), resulting in the knee being in severe valgus and x-ray indicating that the poly insert was now rotated out of its initial position. The knee was subsequently placed in a range of motion brace and follow-up x-rays showed the knee to be in good alignment in both the ap and lateral views. At this stage, no further action is planned but the patient will be reviewed in a couple of weeks.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: it was a spin-out rather than dislocation. The insert had partially rotated without lifting out of the tibial tray, and it was back in the correct position on the follow up xrays when the knee brace had been applied.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.